Event description:
Manufacturer's reference number: (B)(4).

Manufacturer narrative:
A correction of field # d1 brand name, # d4 version or model #, # d4 unique identifier (UDI) # and h4 manufacturer date were required. D1 ¿ brand name - previous brand name: flow-c, corrected brand name: flow-c anesthesia system. D4 ¿ version or model # - previous version or model #: flow-c, corrected version or model #: 6887700. D4 ¿ unique identifier (UDI) # - previous unique identifier (UDI) #: missing, corrected unique identifier (UDI) #: (B)(4). H4 ¿ manufacture date - previous manufacturing date: 07/10/2015, corrected manufacturing date: 03/25/2020.

Event description:
Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that the there were high flow alarm. The investigation found by the field service engineer found a non-original expiratory filter that was broken and thus causing leakage. There was no anesthesia system malfunction. The anesthesia system was cleared for clinical use. No additional information or logs have been received.

Event description:
It was reported that the anesthesia system had a leakage issue. There was no patient harm reported. Manufacturer's reference number: (B)(4).